Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. This report is submitted on december 31, 2020.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.